Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message after 3 days of wearing the adc freestyle libre sensor. Customer further reported overdosing with insulin and experienced loss of consciousness. Ambulance was called and the customer was diagnosed with hypoglycemia and treated with unspecified IV medication. No further treatment was required. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional product has been returned. Reader (B)(4) has been returned and investigated with a retained sensor. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not display a "time out" or "scan error" message. The reported sensor has not been returned. Extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a sensor error message after 3 days of wearing the adc freestyle libre sensor. Customer further reported overdosing with insulin and experienced loss of consciousness. Ambulance was called and the customer was diagnosed with hypoglycemia and treated with unspecified IV medication. No further treatment was required. Based on the information provided, there was no report of death or permanent impairment associated with this event.